Event description:
It was reported that post implant, pacing spikes on qrs on an external telemetry monitor was observed with the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.